Event description:
It was reported that the device would not recognize the therapy cable. The device continually alarms "connect electrodes" when the cable is connected and attached to a defib analyzer. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.